Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A (B)(4) representative reported via phone call of low blood glucose readings from the insulin pump. The customer started on insulin yesterday and had low readings in 60s mg/dl. The customer had a blood glucose reading of 49 mg/dl. The customer stated that he will be reassessing his levels with his trainer. The call was dropped and no further assistance was provided.